Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead pacing impedance measurements have been gradually rising. At a recent check pacing impedance measured almost 2000 ohms. The cardiac resynchronization therapy pacemaker (crt-p) is due to be changed out in the next 3 to 6 months and the lead may be changed at that time. The rv lead currently remains in service. No adverse patient effects were reported.